Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an event where the user set up an infusion of a blood product that was y-sited to another tubing for ¿carrier fluid.¿ the user reportedly ¿left the carrier fluid clamp open and left the blood product clamp closed; and would come back later to find their blood products not infusing.¿ there was patient involvement but unknown outcome. The customer is requesting product enhancement for the device to display an alert message when setting-up such infusions to remind the clinicians to unclamp the tubing (i.e., ¿verify the blood product clamp is open and the carrier fluid clamp is closed. Please confirm.¿).

Event description:
It was reported an event where the user set up an infusion of a blood product that was y-sited to another tubing for ¿carrier fluid.¿ the user reportedly ¿left the carrier fluid clamp open and left the blood product clamp closed; and would come back later to find their blood products not infusing.¿ there was patient involvement but unknown outcome. The customer is requesting product enhancement for the device to display an alert message when setting-up such infusions to remind the clinicians to unclamp the tubing (i.e., ¿verify the blood product clamp is open and the carrier fluid clamp is closed. Please confirm.¿).

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes.